Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) entered stand by mode unexpectedly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6), event site state- (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the it has been observed that the drain port was disconnected & safety disk was misplaced from its position. Did corrections, kept on pumping by connecting the iabp balloon & iabp trainer, and no issue was observed. Hence, system working satisfactorily. Checked error log, iabp disconnected & autofill failure error registered in log, incident occurrence time and error logged timing found to be matched. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.